Manufacturer narrative:
The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. Analysis of the device revealed that the fiberfiber/glass cap was fractured at the uv glue zone; the glass cap distal part was detached and not returned. The heat shrink tubing open end wall exhibited minor scratch marks, slightly melting and erased red octagonal sign. The fiber was tested with a hene laser fixture and aiming beam was present at the fiber output window. There are no signs of breakage along length of fiber. The connector cone, segments, and tabs appeared in good condition and secure. The control knob was attached and aligned with fiber and can rotate the fiber. Based on the device analysis, the complaint was confirmed; glass cap fracture/detachment observed. It is probable that cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber. The identified issues noted above may activate the fiberlife function which would modulate the power showing a pulsing beam or system would be placed into standby mode. An evaluation conclusion code of known inherent risk of the device was assigned to this investigation.

Event description:
It was reported that the fiber tip broke after 30,871 joules and 12:22 minutes of use. The fiber tip was cleaned during the procedure. The fiber was replaced and the procedure completed using a second fiber. The patient outcome was not reported.

Event description:
It was reported that the fiber tip broke after 30,871 joules and 12:22 minutes of use. The fiber tip was cleaned during the procedure. The fiber was replaced and the procedure completed using a second fiber. The patient outcome was not reported.